Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a ceramic tip fracture during use. The fracture of the ceramic tip did not affect the patient and did not prolong the surgical time. No negative impact in state of health reported.